Event description:
The 4-40 stud is broken on the handpiece. This was discovered during setup for a case. The customer used another handpiece for the procedure with no patient consequence. The device will be returned.